Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and the handle was stuck in the mesher base; difficult to remove. The comb, ratchet gear, bottom roll, and ratchet set screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during an unknown time, the mesher was identified as needing repaired. The handle gets stuck on the mesher and it is very difficult to remove. During product evaluation, it was found that the comb was damaged there was no patient harm or delay noted. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.